Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; unresponsive keypad after bath with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: on examination, there was no visible evidence of moisture observed prior to opening the pump. The keypad cover was intact without damage and all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The audio bolus button cover was noted to be damaged. The audio bolus button had normal response when tested. A leak test failed due to moisture leakage through the damaged audio bolus button cover. The pump was opened for further investigation and did not reveal any evidence of internal moisture ingress. The keypad flex and connector were with damage or defect. Investigation confirmed the moisture complaint, but tactile changes were not duplicated on investigation.